Manufacturer narrative:
Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 7028559, model/catalog description: artisan lead 70 cm. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient experienced pain in her back, redness, and swelling due to infection possibly at pocket site and midline incision. The patient was given antibiotics and underwent an explant procedure.